Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the study coordinator that the patient had experienced low stroke volume and low flows with no reported alarms from the device and as a result, the hospital made a decision to exchange the lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad, and the patient remains ongoing without any further issues. The manufacturer is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.